Event description:
Procedure: sleeve gastrectomy. According to the reporter: a egiauxl stapler did not fit through the trocar hull 12 mm. This happens only at the 12mm trocars.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4)